Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported by customer that they have a patient with a powerpicc that is not flushing well and does not have blood return. Nurse is wanting to know what the priming volume is for cathflo. Nurse unable to find the reference number or lot number in the patients records. Nurse states it is a 5fr x 40cm dual lumen powerpicc response: informed nurse without the reference number or lot number, we are not able to confirm which powerpicc catheter it is and the correct priming volume. Nurse confirmed the catheter in the patient is purple and says 'powerpicc', it does not have the solo valve hubs. Explained we have a 5fr dl powerpicc, but it is 55cm in length. We do not have a 40cm catheter. Informed nurse the priming volume per each lumen is 0.57 ml, but again without the correct product code we cannot confirm this would be accurate for this patients particular PICC. Recommended she discuss further with the provider. No other information was provided.